Manufacturer narrative:
Addition g3/g4.

Manufacturer narrative:
A review of the manufacturing records for the sheath was not possible since the sheath lot/serial number was unavailable. The UDI for the sheath is not available since the sheath lot/serial number is unavailable. The gore® dryseal flex introducer sheath instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include but are not limited to hematoma and death. No further information was available.

Event description:
On (B)(6) 2020, the patient was implanted with conformable gore® tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported the patient expired on (B)(6) 2020. The field sales associate reported that after the procedure the patient developed a groin hematoma. The family decided to not intervene, and the patient went into comfort care. The patient expired later that day due to complications of the hematoma.